Manufacturer narrative:
The reported complaint of "temperature readings were out of specification" was not confirmed. The catheter was received with the contamination shield attached to the catheter. The thermistor was submerged in a 37.0c water bath and read 37.2c on both vigilance I and ii monitors. Thermistor temperature reading accuracy is +/- .3c per vigilance operators manual. Thermistor was continuous. There were no open or intermittent conditions. Thermistor connector was opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were tested for patency and leakage and there was no leakage or occlusion observed. There was no visible damage observed from the catheter body or returned the monoject 1.5cc limited volume syringe. Visual examination was performed under microscope at 10x magnification. The complaint could not be confirmed during the analysis. The cause of the complaint could not be determined; it is not known what factors may have contributed to this event. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
It was reported that temperature readings were out of specification; however, the temperature of the patient was being monitored orally. The temperature reading from the catheter indicated 104.5. The oral temperature of the patient was taken axillary, tympanic, temporal and the readings were 102.4. The patient did have fever. Troubleshooting was performed. Biomed checked out the monitor and the cables. The cables and modules were replaced with no change. There were no patient complications reported. Customer is using ge marquette module and 3 cables: ge (B)(4), ge (B)(4) and an edwards pa gray cable (unknown model).